Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported, that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 50 mg/dl, while wearing the pod. The patient reports upon drinking juice and eating a sandwich, they had lost consciousness. The patients parent administered baqsimi (glucagon) nose spray. Once at the hospital the patient had blood work administered, and they were monitored. The patient was released from the hospital after 2-3 hours.